Manufacturer narrative:
E: phone number ext: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the filter occluded within 2 months of use, oxivir five 16 concentrate and virex from diversey were used separately on hospital floor to cleaning. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - lot #, d4 - primary UDI number, g4 - PMA/510(k) #, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a premature occlusion. The device history record was reviewed and was confirmed that there were no anomalies noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.